Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing confirmed there were no electrical shorts between conductors and no product abnormalities were identified that may have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that loss of capture and pacing impedance measurements greater than 4,000 ohms were observed on the right ventricular (rv) channel one day post implant. A revision procedure was performed and a temporary pacing lead was utilized during testing of the implanted rv lead. The reported clinical observations could not be reproduced; however, the decision was made to replace this lead. No additional adverse patient effects were reported.